Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized with a blood glucose reading of 500 mg/dl. The customer had previously called to report that the insulin pump was giving random check settings alarms. Advised the mother that the insulin pump would be replaced. Nothing further was reported.